Event description:
Reportable based on device analysis completed on 18sep2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery. A 28 x 2.25 promus premier stent was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A 2.25 x 28 mm promus premier ous mr stent delivery system was returned for analysis a visual examination of the stent found that the stent was damaged on the 3 separate locations, the stent appeared bent on the 3 locations with stent struts lifted from their crimped stent positions. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.